Event description:
A pt reports he is experiencing blurred vision following bilateral intraocular lens implant surgery. When looking straight ahead, his vision is clear, but when he looks to the left or right his vision is cloudy. Add'l info has been requested from the implanting surgeon. MDR # 1119421-2006-00328 -- os. MDR # 1119421-2006-00329 -- od.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.